Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose was 547mg/dl. Troubleshooting was performed. The basal rates, time, and date appeared to be correct. Ran a self-test and high-pressure test. The device passed the tests. The customer stated that he changed the infusion sets every three to five days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.